Event description:
Patient was found on floor next to the bed. The bed was in a low position. The exit alarm was on, but did not sound. All four 4 bed rails were up. The patient was on comfort care before and after the fall. The pt had fracture her femur during the fall.